Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a normal device revision procedure all lead measurements appeared normal. When connection this right ventricular lead (rv) to the new device out of range shock impedance measurements were noted. The shock impedance measurements were tested though all vectors and all showed out of range shock impedance measurements. This lead was connected to the old device and out of range shock impedance measurements were still seen. It was noted that no lead damage was confirmed under fluoroscopy. The physician elected to surgically abandoned this rv lead and implanted a new lead. All parameters appeared normal when connection the new lead to the new device. The surgically abandoned lead will not be returned. This device will be returned. No adverse patient effects were reported.